Event description:
It was reported that during the use of the device for a cardiopulmonary bypass procedure, the unit would not heat above 32 degrees celsius (c). As a result, an alternate device was employed. The surgical procedure was completed successfully and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Device manufacture date is prior to 1999. The complaint was confirmed. The field service rep (fsr) was able to correct the reported issue by swapping out the printed circuit board assembly (pcba). Add'l investigation found cracked solder at pin j104. The device was repaired and returned. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.